Event description:
Reports received in february 2004 and march 2004 from a healthcare facility regarding a pt who tested negative on the contrast ii hcg combo test on an unspecified date. The test was performed on urine (specific gravity unknown). According to the reporter, "the pt returned to the facility via the emergency department and was staged at 12 weeks pregnant by ultrasound" and the site had implanted an intrauterine device (iud). The pt's last menstrual period was unspecified. The reporter indicated that ultrasound and additional urine testing confirmed pregnancy. To date, no fetal or pt injury has been reported. No info was provided on the pt's outcome. Testing was performed as point-of-care and was performed by the unit. Quality control is monitored and is acceptable."